Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protégé everflex self-expanding stent during procedure to treat a moderately calcified lesion in the right proximal superficial femoral artery and short saphenous vein (ssv) with 92% stenosis. The vessel was severely tortuous. The vessel diameter and lesion length are 6mm and 200mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Deformation was noted by physician. It was reported that deformation occurred in vivo during positioning or deployment. The device failed to cross or position. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that vessel occlusion occurred due to restenosis with intervention, not related to target vessel. Damage to target vessel was very minimal, damaged stent was removed and new stent was implanted. Physician used another medtronic device to complete the procedure. Patient is with lot of symptoms due to poor circulation. There was patient injury reported. Patient is started recovering.

Manufacturer narrative:
Product analysis :. The device was returned with the manifold safety locking pin tight. The device was received with approximately 2mm of the distal end of the stent exposed, the deployment paddles are approximately 254mm apart. This indicates that the grips were pulled apart, possibly when the device was being removed from the patient. The proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent. The stent was examined, and no issues found, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedure conducted in the right proximal superficial femoral artery and proximal end of short saphenous vein (ssv). It was reported that deformation occurred in vivo during positioning or deployment during the procedure. The device was successful in crossing. There was deployment difficulties noted. The stent placement was not adjusted after initial flowering of the stent. The damaged stent was removed from the patient after three attempts and does not remain in the patient. During the removal attempts, resistance was noted and few deformations were noted. The device was safely removed. There was vessel damage noted. Stent struts were visible during the removal. No occlusion occurred a result of the device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.